Event description:
Customer reported abo discrepancy on the galileo. A patient sample resulted as a positive (complete aborh); redrawn confirmation sample is fwd ab positive.

Manufacturer narrative:
Retention testing of anti-b series 3, lot 203238, was performed on an in-house galileo with in house donor samples. All in-house donor samples tested typed as expected. The customer returned samples for investigation testing. The samples exhibited 3+ hemolysis; therefore reverse group testing was not performed. Fwd_aborh testing was performed with the customer's sample using retention anti-a, lot 101684, and anti-b series 3, lots 203238 (cited in complaint) and 203239, on an in-house galileo. The sample was interpreted as a positive, as expected.